Event description:
It was reported that bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "a dirty stopper was found in a tube (368273) from lot 0175687. [Correction] actual description is embedded fm in shield. (Sep/2 wataru)."

Manufacturer narrative:
H.6. Investigation summary: bd received samples, but only 4 photos were used for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® 9 nc 0.109 m 0.2 ml plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "a dirty stopper was found in a tube (368273) from lot 0175687. [Correction] actual description is embedded fm in shield. (Sep/2 wataru)".